Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 6 fr destination. Rapid transit microcatheter; coiling. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a gunshot wound to the left lower extremity with development of multiple pseudoaneurysms and arterial insufficiency. It was decided to treat one of the areas with a graftmaster stent. After the stent was deployed, there was less robust filling of the pseudoaneurysm and another hole in the aneurysm was revealed. A stent was deployed distally and some coiling was performed, successfully closing the pseudoaneurysm. Some stenosis may have been seen in the stent and was successfully treated with angioplasty and integrilin. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak or the reported patient effect cannot be determined; however, the subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of stenosis (restenosis), as listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU), is a known patient effect that may be associated with the use of the device in native coronary arteries. It was reported that the graftmaster was used for the treatment of a pseudoaneurysm in the posterior tibial artery. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.